Event description:
The customer reported that a bloody leak of approximately 5 milliliters in volume occurred under the coulter lh 780 hematology analyzer, on the front right side of the instrument. The leak was not contained within the instrument and spilled on the counter. The leak was not seen in any other areas of the instrument or on patient sample tubes. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a gown, eyewear and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility. Quality control results were within specification at the time of the event

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012. The field service engineer (fse) found a fluid leak under the ttm (triple transducer module). He found that the differential sample count line from differential mixing chamber to the flow cell was leaking. He replaced the differential count line. He also observed that the laser would not turn on and replaced the laser. Upon completion of the necessary and verified repairs the instrument was returned back into operation. The cause of this event was a leaking differential sample count line. (B)(4).